Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') in a female patient who had essure inserted for contraception. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure. The patient was treated with surgery (medical device removal and oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation had resolved. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('essure migration') and device breakage ('the left essure device in 2 pieces'). In a 36-year-old female patient who had essure inserted for female sterilization. On (B)(6) , the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal and oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation had resolved and the device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporters and patent demographics were added. Device breakage event added. Fu 1 and 2 were processed together. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.